Event description:
The end user reported that since summertime, he developed splotchy red rash that itches located under the tape collar and extending outward beyond. His wound ostomy care nurse recommended nystatin powder for peristomal yeast. He stated that he is using nystatin powder and has seen improvement.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Should additional info become available, a f/u report will be submitted. Reported to the FDA on 03/20/2015. (B)(4).